Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to ¿sling failure¿, of mesh on (B)(6) 2003, with pelvic organ prolapse, rectocele, pain and urinary disturbances, 2nd mesh, bard mesh and mesh was implanted on (B)(6) 2005 . The patient underwent excision of sub-urethral propylene mesh on (B)(6) 2002 due to voiding dysfunction with bleeding urethral obstruction. (B)(4) ¿ voiding dysfunction; urethral obstruction.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07925. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.